Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient required revision surgery due to implant instability.

Manufacturer narrative:
See d4 expiration date, h4, h6, h10, and h11 complaint has been evaluated and is similar to report number 1644408-2022-01652; 508-32-204, s814 - stability, poor joint, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.